Manufacturer narrative:
Updated: a4, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a non-medtronic (becton dickson true) 26 millimeter (mm) balloon. Following the implant of the valve, a post-implant bav was performed with a 30 mm non-medtronic (braun z-med) balloon for an unspecified reason. Mild paravalvular leak (pvl) was noted following the post-implant bav. Approximately 5 years and 3 months following the initial implant of the valve, moderate to severe central aortic regurgitation was observed via echocardiogram. Approximately 3 weeks later, severe central aortic regurgitation was observed on transesophageal echocardiogram (tee). Approximately 4 months and 1 week later, the valve failed due to the regurgitation. The patient was hospitalized as a result. Additional information was received that the post-implant balloon dilation was performed due to incomplete expansion of the frame. Explant of transcatheter valve is planned including surgical aortic valve replacement, ascending aorta replacement with possible aortic root replacement, and clip.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a non-medtronic 26 millimeter (mm) balloon. Following the implant of the valve, a post-implant bav was performed with a 30 mm non-medtronic balloon for an unspecified reason. Mild paravalvular leak (pvl) was noted following the post-implant bav. Approximately 5 years and 3 months following the initial implant of the valve, moderate to severe central aortic regurgitation was observed via echocardiogram. Approximately 3 weeks later, severe central aortic regurgitation was observed on transesophageal echocardiogram (tee). Approximately 4 months and 1 week later, the valve failed due to the regurgitation. The patient was hospitalized as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.